Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A nurse called and reported the customer was experiencing high blood glucose of over 600 mg/dl. The customer attempted to treat with the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were or leaks were found. It was discovered that the tubing connector was not clicked in all the way. Basal rates and bolus wizard were found to be programmed accurately. A self test was performed and passed. It was advised to change out the entire set, reservoir, and insulin and to treat. It was advised the customer would be sent a tubing clamp to perform high pressure test to confirm the device would be able to detect an occlusion. The device will not be returned for analysis at this time.